Event description:
Infant undergoing circumcision when bleeding from the penis was noted. The bleeding was controled with pressure and a free tie suture. The physician was of the opinion that the equipment was faulty as the gomco clamp could not be tighten effectively.